Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s mother reported via phone call that the insulin pump was exposed to moisture. The customer did not provide their blood glucose value at the time of the incident. Mother states the customer was out sailing with the insulin pump, unfortunately the insulin pump was dropped by accident into the water. The insulin pump was exposed to moisture and is missing some text however, the customer has been able to press the buttons. The insulin pump will be returned for analysis.